Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/lot #: 20125931. Smart site extension set lot #20125931, connected to patients IV access and complete resistance when attempting to flush. Reconnected with different lot of same product and IV was able to be flushed without resistance.

Manufacturer narrative:
Investigation summary: one sample (model #20039e) was returned by the customer. It was reported that the smartsite extension set connected to patients IV access had complete resistance when attempting to flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e, lot number 20125931 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2020. There is one quality notification issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed initial reporter addr 1: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: 20125931. Smart site extension set lot #20125931, connected to patients IV access and complete resistance when attempting to flush. Reconnected with different lot of same product and IV was able to be flushed without resistance.